Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device passed homechoice rite electrical safety analyzer testing but failed rite functional testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the patient therapy log with drain volume of 469 ml during initial drain. The fill volume was 200 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets baxter's overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.